Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2019, the lateral dorsal right plate (and 4 locking screws) were removed in a revision surgery on (B)(6) 2021 due to discomfort and irritation. No devices were returned for evaluation. The device history records for the sk14 were reviewed and no issues were identified during the manufacture or release of the device that could have contributed to what was reported. Based on the available information and surgeon's assessment, it's possible that the dorsal lateral plate is the source of the patient's discomfort/irritation. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with healing of the surgical site. Upon follow-up, the patient reported her foot is a lot better. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, the lateral dorsal right plate was removed in a revision surgery on (B)(6) 2021 due to discomfort and irritation. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site.